Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation filled with solution. Visual inspection was performed and did not identify a fiber nor any other issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was unable to be verified. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a 2.5 l triple phase bag had a fiber in its amino acid chamber. It was not specified if the bag was filled or being filled when the issue was noticed; however, this was found before patient use. There was no patient involvement. No additional information is available.